Event description:
During routine testing of the device at the service center, the service repair technician reported that the roller pump's main bearing had leaked bearing grease. There was no patient involvement.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.